Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation (difficult to open or close) and gripper line break were confirmed via returned device analysis. Additionally, the gripper line was observed to be bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information, the reported single gripper actuation issue was a cascading event of the reported broken gripper line. The investigation determined the broken and bent gripper line may be related to a potential product quality issue, therefore, multiple exceptions are referenced. This complaint is within the scope of two exceptions as the complaint description and device codes match the specific issue described in the exception. The investigation evaluated the reported issue, and the engineering group found the investigation to be inconclusive and did not confirm it to be related to the manufacture, design or labeling of the product, however, a potential contributing factor though not confirmed was determined to be method, due to the gripper line being inadvertently snagged on the loading hook, leading to kinks. The corrective action associated with procedure improvements is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 3 with restricted posterior leaflet. After the fourth grasping attempt of the anterior leaflet, it was observed in echocardiogram and fluoroscopy that the anterior gripper was not moving, suspecting that the gripper line of the anterior gripper broke. The device was removed, and the procedure was aborted. Mr remained at grade 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na